Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly while charging. There was no impact to the customer's blood glucose level. The customer continued to keep the pump connected to a power source, however the pump remained unresponsive. Subsequently, the customer reconnected the pump to a power source and the pump turned on. Reportedly, the customer would continue use of the pump for insulin therapy.